Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery, the nim vital was not showing the event tone when stimulating. Face twitch can be seen on patient. Switched to nim 3.0 and the system was initially not seeing a response but they were able to get it to work. It was further stated that the stimulus was set to 1.0-3.0 and the stim return show the same which was set when attempting to deliver stimulus. There was a visual indicator that alerted the user of this issue of no response initially when stimulation was applied. When switched to the nim 3.0, initially didn¿t see a response then once dissected further it showed. Therefore switched back to the nim vital shortly thereafter and also saw the same response. There were electrosurgical equipment use during the procedure. The procedure was extended for less than one hour. There was no patient injury.